Manufacturer narrative:
(B)(4) device is combination product. Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. Row 1 at the distal end of the stent was raised. The tip of the device was slightly flared. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 80% stenosed, 2.25x30mm denovo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A 2.25x28mm taxus liberte stent was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage.